Manufacturer narrative:
Terumo has received the actual device for eval. Visual inspection noted no anomalies. The complaint sample was measured, and inlet barb diameters fell within tcvs specifications. Pull testing was performed to determine tie-banded x-coated tubing disconnect force, and the sample met specifications. The tubing the customer used and connection made may have contributed to the disconnect issue; however, the disconnection did cause the pt to have one liter of blood loss. (B)(4).

Event description:
The user facility reported to terumo cardiovascular sys, that during cardiopulmonary bypass surgery, the tubing slipped off the barbs of the centrifugal pump. The product was changed out. The surgery was completed successfully. The pt has had no adverse reaction and is recovering. There was one liter of blood loss.